Event description:
It was reported that the programmer did not program implanted valves to desired settings. Customer now believes that a valve was explanted previously because its pressure could not be changed with this programmer.